Event description:
The father of a male reported the infusion device delivered an unintended bolus. The patient became aware that the infusion device was delivering the bolus when he heard the device give the confirmation beeps. The patient was able to disconnect from the device before the insulin was delivered. No physiological effects were reported. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.